Event description:
Information previously reported should have stated "the rep. Further noted that the entire system was removed and nothing would be returned. It was noted the patient had pain caused from the ins after weight loss."

Event description:
It was reported the patient was having problems with the implant and wanted it removed. There was blood around the outside edge of the implantable neurostimulator (ins) and it was ¿pretty hard.¿ it was not through the skin but it was lumpy and hard. The ins was sticking out and rubbing against the skin. The patient also mentioned he had open heart surgery and was heavy prior and lost weight due to the open heart surgery and a stroke. The patient called back a week later and stated they had back problems and it was hurting the whole right side of the patient¿s back. The patient had not used the implantable neurostimulator (ins) for 2-3 years. ¿it hurts all the time.¿ it began hurting about 1 month after the heart surgery. With respect to the heart surgery, the patient was in and out of the hospital from (B)(6) 2014 to (B)(6) 2015. The ins was not pressing against the skin and was in constant pain. It was noted that the patient had an appointment with their doctor on (B)(6) 2015. Follow-up was performed to determine if any troubleshooting had been performed, if a cause had been determined, if any intervention was required, if the issue was resolved, and if the patient was receiving effective therapy. The manufacturer¿s representative (rep) further noted that the patient was going to be explanted on (B)(6). The healthcare provider (hcp) reported the day following explant that the explant did occur on (B)(6) and everything went fine and stated the patient should recover without problems. The hcp was unsure if the device would be returned to the manufacturer or not. Regarding the reason for removal she stated due to the patient¿s weight loss the patient felt the ins pushing on his back and it was uncomfortable for him; it had more to do with the patient¿s weight loss. Because the patient had not been using stimulation ¿no trouble was done.¿ the rep. Further noted that the entire system was removed and nothing would be removed. It was noted the patient had pain caused from the ins after weight loss.

Manufacturer narrative:
Concomitant products: product ID: 3487a-33, lot# j0437336v, implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: lead. Product ID: 3487a-33, lot# j0437336v, implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: extension. Product ID: 7435, serial# (B)(4), product type: programmer, patient. (B)(4).